Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mmx15mm emerge¿ balloon catheter was advanced for dilation; however, the balloon ruptured. The device was simply pulled out form the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.